Manufacturer narrative:
Philips service replaced the dsm board, restored the system to normal functionality, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system failed to start due to defective dsm board on a azurion 3 m15. The clinical use of the system was outside clinical use. There was no reported patient or user harm.